Event description:
A malfunction alarm was reported which resulted in a blood glucose (bg) level of 15.7 mmol/l. Customer administered a correction bolus to successfully resolve the bg. Customer reset the pump and continued using it for insulin therapy.